Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there were episodes of noise noted on the left ventricular (lv) lead. No intervention was performed to resolve that event and the patient was stable.